Event description:
It was reported that episodes of non-sustained ventricular oversensing due to intermittent loss of ventricular capture were observed. The patient was asymptomatic. Programming changes were recommended.